Event description:
It was reported that the patient underwent surgical intervention to explant the inflatable penile prosthesis (ipp) due to the device not functioning properly, and the patient was unable to cycle the device. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual examination and functional testing of both cylinders identified that there were no leaks, and they both performed within product specifications. The examination of the reservoir did not present any visual damages and passed the functional testing. The momentary squeeze (ms) pump was visually inspected with no leaks present, but the component did not pass the activation testing that was performed. Based on the information available, the reported allegations were confirmed with the pump not operating within product specifications. It was concluded that the cause was traced to component failure.

Event description:
It was reported that the patient underwent surgical intervention to explant the inflatable penile prosthesis (ipp) due to the device not functioning properly, and the patient was unable to cycle the device. There were no patient complications reported.